Manufacturer narrative:
Date of event: (B)(6) 2017 the explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing a jolt of stimulation all over the body without using the remote control (rc) that happens randomly. The patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively.